Manufacturer narrative:
Gbo complaint (B)(4) received 1 used device. Contrary to the complaint description, the needle is attached to holder and safety is activated. No unused sample received. No further information (material#/batch#) was received from the customer. Without this basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information. There is validated 100% in-process control for the threading in of the needle on the assembly line. In addition. During production the product is tested during in process control and final checking.

Event description:
Customer states that a needle dislodged from the holder of a qscp when the tube was popped on and stuck in the arm of the patient. A contusion appeared on the arm of the patient following the incident. The event was not life threatening, did not result in permanent impairment of a body function. Did not result in permanent damage to a body structure and did not necessitate medical or surgical intervention to preclude impairment or damage. No needle stick injuries or blood exposure to the employee occurred as a result.